Manufacturer narrative:
(B)(4). No conclusion code available; final analysis found an integrated circuit anomaly which resulted in a power anomaly.

Event description:
It was reported that the merlin.net transmitter exhibited power on anomaly. The device was returned and exchanged. The patient experienced no adverse consequences.